Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil pusher was broken. A 177cm coil pusher was selected for use. During procedure, it was noted that the coil pusher broke in half about midway down the shaft of the micro catheter. The procedure was completed using a different device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device was returned for analysis. Unit was returned with its original pouch. The unit returned has wire broken as part of overall visual revision. Only the distal part of the coil pusher-16 was returned. A visual examination of the coil found some bends. The rest of the tubing length was not returned. An unknown wire was returned and severe kinks were noted. The gold tip marker was microscopically inspected and no anomalies was noted. The zapped ball was not returned. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that coil pusher was broken. A 177cm coil pusher was selected for use. During procedure, it was noted that the coil pusher broke in half about midway down the shaft of the micro catheter. The procedure was completed using a different device. No patient complications reported and the patient's status was stable.